Event description:
It was reported that the customer was hospitalized for peripheral edema. The customer stated that during her hospitalization, she was treated for low blood glucose levels. The customer also stated that there was no damage to the insulin pump but that there was a 29.8 unit discrepancy between the fixed prime and the units of insulin left. The customer further stated that she did not manipulate the reservoir and did not wear the insulin pump during her MRI. However, the customer mentioned having had an ultrasound. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.